Event description:
Nurse or cna (unknown at this point - practitioners are not speaking up) went to bathe pt. Normally, pts wear gowns with snaps. However, this pt was wearing a gown without snaps. In order to remove the gown, the practitioner disconnected the pt's IV insulin drip. Upon reconnecting the insulin drip, the practitioner inadvertently connected the IV line to the luer connection of the tracheostomy collar line. The error was noted when the pt began to decompensate and turn blue. IV immediately disconnected from trach collar. Approximately 30 ml of fluid removed from trach collar (note: evidently trach collar only designed to hold 20 ml). Pt recovered. No permanent damage. Error received by ismp via anonymous phone call.